Event description:
It was reported during an implantation procedure, high out of range low voltage (lv) lead impedance and noise were observed on the atrial lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable.